Event description:
The customer stated the rubella igg calibration failed with error code 1111 (m-cal 1 check too high) on the axsym analyzer. The customer tried several lots of reagent without resolution. The abbott customer technical advocate asked the customer to change and calibrate both of the probes. The customer refused and requested service. The abbott field service representative (fsr) changed the probes and pump 1, calibrated the probes and optical system, and checked the dispense volumes. The fsr then tested the calibration by exchanging the calibrator 1 with a known serum sample. The calibration passed. The customer then attempted to recalibrate but it failed with error code 1111 again. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.